Event description:
Pt reported experiencing high blood glucose (597 mg/dl). They indicated that they attempted to self-treat high blood glucose by delivering a 4.0u bolus; however, 2 hours later, their blood glucose measured 538 mg/dl. No error messages were generated by the device. Pt indicated that, at that time, they switched to their back-up device, and supplemented their normal infusion therapy with a 10u injection of humalog. Pt stated that, 1.5 hours later, their blood glucose measured 200 mg/dl. Pt reported that, since switching to her back-up device, their blood glucose level has been fine.